Manufacturer narrative:
Device evaluated by manufacturer; the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated and appears to have been kinked prior to separating. Microscopic inspection revealed that the tip is slightly flattened. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16sep2019. It was reported that device kinked. A 145 guidezilla guide extension catheter was selected for use. Upon preparation, it was noted that the device was kinked and was not used. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a collar separation.